Event description:
It was reported that the right ventricular lead was undersensing. The physician was dissatisfied with the response from technical services and requested further written review from engineering. The lead is still in use. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).